Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 482 mg/dl and treated with a bolus. Customer stated that their sensor was not reading correctly. Customer stated the sensor was reading 222 mg/dl. Device was not returned.